Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-04400. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure after ablation was performed about three times, it was noted that the rotawire detached when the burr was advanced along the rotawire. The burr caused vessel perforation and went outside the vessel. The detached rotawire and the burr were stuck together and the patient underwent surgery. The rotawire and burr were removed successfully out from the patient. The patient received a bypass procedure. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device has a wire broken at 322cm from the proximal section. The distal tip was not returned. Also it has the body kinked in the middle of the device in several sections. Dimensional inspection was performed. The overall length and outer diameter of the distal tip could not be measured due to the device condition. All the other outer diameter measurements taken met the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04400. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure after ablation was performed about three times, it was noted that the rotawire detached when the burr was advanced along the rotawire. The burr caused vessel perforation and went outside the vessel. The detached rotawire and the burr were stuck together and the patient underwent surgery. The rotawire and burr were removed successfully out from the patient. The patient received a bypass procedure. No further patient complications reported and the patient's status was stable.